Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. Nurse asking if it was okay for the water to remain this cold for an extended period. Informed nurse the coldest water temperature the device can make was 4c. Explained they do see water temperatures reach this sometimes when patients were cooling or generating heat. Informed nurse with extremely cold-water temperature, they recommend performing more frequent and diligent skin checks. With prolonged exposure, the skin was more susceptible to experiencing damage from the extreme water temperatures. Nurse stated patient was having seizures which they were treating. Explained with movement, the patient was generating heat which can lead to the colder water temperature as the device works harder to keep the patient at target. Discussed adequate pad coverage, nurse confirmed there was only a little abdomen showing. Encouraged nurse to call back with any issues. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated their patient reached targeted temperature (tt) 36c. The arctic sun device was alarming extended period of cold water and water temperature (wt) was 5.2c. Nurse asking if it was okay for the water to remain this cold for an extended period. Informed nurse the coldest water temperature the device can make was 4c. Explained they do see water temperatures reach this sometimes when patients were cooling or generating heat. Informed nurse with extremely cold-water temperature, they recommend performing more frequent and diligent skin checks. With prolonged exposure, the skin was more susceptible to experiencing damage from the extreme water temperatures. Nurse stated patient was having seizures which they were treating. Explained with movement, the patient was generating heat which can lead to the colder water temperature as the device works harder to keep the patient at target. Discussed adequate pad coverage, nurse confirmed there was only a little abdomen showing. Encouraged nurse to call back with any issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated their patient reached targeted temperature (tt) 36c. The arctic sun device was alarming extended period of cold water and water temperature (wt) was 5.2c. Nurse asking if it was okay for the water to remain this cold for an extended period. Informed nurse the coldest water temperature the device can make was 4c. Explained they do see water temperatures reach this sometimes when patients were cooling or generating heat. Informed nurse with extremely cold-water temperature, they recommend performing more frequent and diligent skin checks. With prolonged exposure, the skin was more susceptible to experiencing damage from the extreme water temperatures. Nurse stated patient was having seizures which they were treating. Explained with movement, the patient was generating heat which can lead to the colder water temperature as the device works harder to keep the patient at target. Discussed adequate pad coverage, nurse confirmed there was only a little abdomen showing. Encouraged nurse to call back with any issues.